Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator implant procedure. During the procedure, the pacemaker lead exhibited high impedance and a helix anomaly while extending the helix. A different lead was used to complete the procedure successfully. The patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the reported lead was intended to be implanted in the atrium. The helix anomaly was found when the helix was retracted and it was noted that it did not retract correctly.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed in the laboratory. The complete lead was returned in one piece. The lead helix was partially extended and bent consistent with procedural damage. The lead was otherwise normal. No anomalies were found.